Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that a balloon rupture occurred. The device was removed using normal method without issue and the procedure was completed with another of same device. No complications were reported and patient was good post procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified solidified media present in the inflation lumen. The balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was soaked in a waterbath at 37 degrees celsius, in order to soften the solidified media and facilitate balloon inflation. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, a pinhole leak was identified at the site of the distal marker band. A microscopic examination of the balloon material identified no issues which could potentially have contributed to the pinhole leak. An examination of the balloon blades identified no damage. All blades were fully bonded onto the balloon. A visual, microscopic and tactile examination found multiple kinking along the hypotube and along the distal extrusions. The distal markerband was visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. An examination of the tip section of the device found no damage.

Event description:
It was reported that a balloon rupture occurred. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that a balloon rupture occurred. The device was removed using normal method without issue and the procedure was completed with another of same device. No complications were reported and patient was good post procedure.